Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon microcatheter was used for an onyx embolization. Upon retrieval, the echelon fractured leaving approx. 10mm of cement behind. The physician did pause during injection for less than 2 minutes. Less than 1cm of onyx reflux occurred. The echelon was broken at the distal segment and the broken pieces remain at the middle mesenteric artery. No surgical or medical intervention was needed. The echelon and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU.   The patient was undergoing surgery for an mma embolization. The access vessel was the eca. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
H3: product analysis #705819516:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) , camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: dwgs105-5091-150 rev. Ba ¿ as found condition: two echelon-10 micro catheters were returned for analysis within a shipping box and within a sealed plastic pouch. ¿ visual inspection/damage location details: no damages or irregularities were found with the echelon-10 micro catheter hub. Solidified onyx was found within the hub. Solidified onyx was found throughout the catheter. The catheter body was found broken at ~137.3cm from the proximal end. The broken end exhibit signs of stretching, necking and jagged edges with the braid underneath also broken. The distal segment was not returned for analysis as it was reported to remain within the patient. ¿ testing/analysis: the echelon-10 micro catheter total length was measured to be ~137.3cm, the usable length was measured to be ~129.6cm. Therefore, the catheter length remaining within the patient is between ~18.9cm to ~17.4cm long. The echelon-10 micro catheter could not be flushed as it was found to be occluded with the onyx. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation due to onyx entrapment¿ report was confirmed. Possible causes are reflux, vasospasm, angioarchitecture, long catheter dwell time, tensile failure during retrieval from treatment site, or tensile strength of tubing material is exceeded. Customer reported pausing injection for less than 2 minutes, less than 1cm of onyx reflux occurred, and devices were prepared and flushed per IFU, patient vessel tortuosity as normal. Therefore, the root cause could not be determined. No damages or irregularities were found with the second returned echelon-10 micro catheter. The echelon-10 micro catheter is compatible for use with onyx. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was discharged as planned without issue.